Event description:
It was reported by the company representative that the implant did not fit correctly and surgery was not completed. The patient will require a new implant.

Manufacturer narrative:
The reported event the ¿implant did not fit correctly¿ cannot be confirmed as no images were provided from during the surgery and the scan of the follow-up scan showed no significant changes in the anatomy. A review of the request details in erequest for lot code # 2012091002 showed that the surgeon explicitly ¿confirmed [¿] bone fragments will not be removed over void however bone at defect edge is stable¿ and further confirmed the ¿minimum thickness peek implant with reduced profile.¿ therefore, the peek implant was designed over the bone fragments and at minimum thickness size of 4mm and tapered around the perimeter to 3.3mm. In the complaint analysis performed by the peek customized cranial implant design team, it was stated that ¿[t]he implant design and all quality relevant design steps were performed in accordance to our freqi procedures. The implant is designed as it got requested during the design session with the surgeon¿. In the design proposal all pictures and a description of the designed peek implant were provided. The implant¿s design was approved verbally during design session. Further, the analysis states that the scan was taken on (B)(6) 2020 and delivered on (B)(6) 2020, so approximately 4 weeks were between the scan and the surgery. This is approximate as exact surgery date is unknown. The analysis stated, that ¿[d]ue to the anatomy of the patient, the requirement to not remove any bone and the request that the implant should be more flatten, there is highly the chance that even minor changes in the bone fragments and/ or defect rim can lead to a not optimal fit of the implant.¿ this is a possible root cause that could have led to the reported issue. Additionally, a newer scan was taken on (B)(6) 2021 and received within the follow-up request with ID (B)(6). In the analysis performed by the peek customized cranial implant design team, this scan was segmented, and the skull compared to the scan that was taken on (B)(6) 2020 and used for the design this complaint is related to. Only slight differences under 1 mm can be seen. Additional information was received from the sales representative that the device under complaint was discarded and no pictures of the issue during surgery were taken. Further information from the surgeon that would have specified the issue was not received. In a brief call with the sales representative she stated that the revision surgery went fine. Related to the lot code number, relevant inspection and quality documents have been reviewed. The review showed that the implant and the host bone model were manufactured in accordance to the specification. Based on the performed statistical investigation and the DHR review there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are seemed necessary at that time. The complaint is added to the complaint trend. In summary, the implant this complaint refers to was designed according to the surgeon¿s request during the design session. As limited information is available and the product was not returned for investigation, the root cause for the reported issue cannot be determined. H3 other text: device unavailable for return.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that the implant did not fit correctly and surgery was not completed. The patient will require a new implant.